Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (232325756); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal section of the pipeline failed to open and it became stick in the phenom during retrieval. The patient was undergoing surgery for aneurysm embolization treatment of a saccular, unruptured aneurysm with a max diameter of 6.7 mm and a 6 mm neck diameter. The access vessel was the femoral artery with a diameter of 8 mm. The landing zone was 3.7 mm distally and 7.7 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered and platelet reactivity units (pru) level was 80 pru. The angiographic result post procedure was normal. It was reported that for a left middle cerebral artery aneurysm, the pipeline was deployed in the straight segment, but the distal tip end was deployed in a column shape and did not open. Multiple attempts to retrieve and redeploy were unsuccessful. During retrieval of the pipeline, the stent became stuck in the phenom. After replacing the pipeline and phenom, the procedure was completed successfully. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an on-label (approved) indication. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a kai medtech 6f suction catheter, asc250065 and kai medtech micro guide wire, 3125110101.